Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with high blood glucose. The customer's blood glucose level at the time of incident was over 300mg/dl. The customer's most current level was 328mg/dl. Troubleshoot was conducted. The customer states there was large air bubbles noted in the reservoir. The customer declined to troubleshoot for the air bubbles because they had already done a complete set change. The customer states they wore the pump during an x-ray. The device passed the displacement test. The customer was advised to monitor the device and call back if issues persist.